Event description:
Leads stuck in connector. Wire cutter used to free leads from connector. Atrial lead model 4243, guidant, implanted 1999, not removed. Ventricular lead model 4034, guidant, implanted 1999, not removed.